Event description:
Information received from the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Medtronic (covidien) received information through literature review stating that 2 periprocedural deaths occured in 143 patients with 178 aneurysms treated with the pipeline embolization device. It was reported that one patient died after a major hemorrhagic stroke from ipsilateral subarachnoid hemorrhage due to post treatment delayed rupture of large aneurysm (25 mm) that was untreated previously. It was reported that this aneurysm was not occluded immediately after pipeline treatment. The other patient died from a major hemorrhagic stroke due to a large cerebellar hemorrhage which occurred the day of pipeline placement after abciximab administration for acute parent artery thrombosis. It was reported that the large cerebellar hemorrhage occurred in vascular territories independent from locations from instrumentation or pipeline placement for aneurysm in the left internal carotid. There were no device malfunctions reported related to these events. No other details regarding these events were provided in this article. The information was received from the same article as MDR# 2029214-2015-00343 / 2029214-2015-00344

Manufacturer narrative:
The report was created to capture the events of death reported in the article: information received from the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Http://pubs.rsna.org/doi/full/10.1148/radiol.12120422 the devices involved in the events will not be returned as they were implanted in the patient. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4)